Event description:
Manufacturing discovered a missing lock nut from the tilt mechanism of the pet advance gantry on some systems. This could potentially lead to failure of the tilt mechanism, which in some gantry orientations might result in unwanted tilt of the gantry toward the pt, possibly resulting in injury. There have been no reports of injury associated with this internal finding.